Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-oct-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving bacolfen (2000 mcg/ml, 531 mcg/day) via an implantable pump for an unknown indication of use. It was reported that the patient was scheduled for normal elective replacement indicator (eri) of the pump. Upon physician opening the pocket, the catheter was disconnected. It was unknown if it was like that or happened intra-operatively. The chatter length was unknown so catheter access port (cap) aspiration not attempted and a back table prime was planned. The catheter was cut and there was no visible flow noted. Catheter segment remained implanted but nonfunctional. The incision was closed, the pump was not replaced. The physician noted he would manage medically and refer to later replacement of catheter and pump. It was reported that the explanted pump and catheter were discarded. No pump or catheter issues were suspected. The patient's weight was asked but unknown. The patient's medical history included spinal cord injury / paraplegic and hypertension. It was unknown if the issue was resolved at the time of this report. The patient's status at the time of this report was asked but unknown.